Manufacturer narrative:
Additional information was received that the patient had pus at the pocket site. The physician believed that it was not an infection and it was not believed to be device related.

Event description:
A report was received that the patient&#38112;ipg incision site had drainage and was leaking. It was determined that the incision site had not yet fully closed. The patient was in the emergency room (ER) and the physician added more staples to the incision site.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg incision site had drainage and was leaking. It was determined that the incision site had not yet fully closed. The patient was in the emergency room (ER) and the physician added more staples to the incision site.